Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set was leaking at quick release site on (B)(6) 2025. The infusion set was in use for two days. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6010032 have already been previously tested in the 2155376 on 11/jun/2025; complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the test report 2155376. Device history record (DHR) review: packing of quick set. The lot 6010032 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12, on 29/oct/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4k05682 was manufactured according to the wi version 27 assembled in the quickset line, on 28/oct/2024, with a total of (B)(4) units. The lot 4k05683 was manufactured according to the wi version 27 assembled in the quickset line, on 28/oct/2024, with a total of (B)(4) units. The lot 4k06592 was manufactured according to the wi version 27 assembled in the quickset line, on 30/oct/2024, with a total of (B)(4) units. The lot 4k05698 was manufactured according to the wi version 27 assembled in the quickset line, on 02/nov/2024, with a total of (B)(4) units. Gluing of quick set the lot 4k05238 was manufactured according to the wi version 42 in the gluing of quick set machine mp04, mp08, on 26/oct/2024, with a total of (B)(4) units. The lot 4k05680 was manufactured according to the wi version 42 in the gluing of quick set machine mp04, mp05, mp08, on 30/oct/2024, with a total of (B)(4) units. The lot 4k05113 was manufactured according to the wi version 42 in the gluing of quick set machine mp04, mp08, on 25/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 16-jun-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6010032, with no trend identified. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.